Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the black box showed an inaccuracy due to a fill cannula step. The user manually changed the basal rate form 1.1 units to 1 unit. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose correctly showed 48 units. No hypersensitive or stuck keys were found. No alarms or power on resets occurred during testing the basal history recording a defect allegation was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad, and the display had a pink contrast.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump basal history did not match active basal program. It was reported that the user¿s blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.